Event description:
It was reported that there is a black spot when being attached to the camera. The incident date is tentative. It is a demo unit. No smith & nephew backup device was available to complete the procedure. There was no delay or patient injuries reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device has a black spot when attached to the camera. A visual inspection was performed and showed the scope to have a bent outertube, scratched negative lens, broken lenses with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.